Event description:
A customer contacted (B)(6) to make a complaint regarding product: 17-9991- 6 gown, pers.prot. Univ.size, blue#99916, the plastic causes nausea, high blood pressure wile in the heat while taking care of a patient. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).